Manufacturer narrative:
This report is for a locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Surgical/ medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Date of implantation is an unknown date in (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of distal femur open reduction internal fixation (orif) due to nonunion and delayed healing. All previous hardware was intact. The surgeon removed four (4) unknown distal locking screws from the unknown variable angle condylar plate. The surgeon reduced the fracture and placed new screws in plate; the surgeon also implanted an additional small fragment locking compression plate (lcp). Original implantation date was on (B)(6) 2018. There was no surgical delay. Procedure was successfully completed. Patient outcome was good. This is report 3 of 5 for (B)(4).